Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unresponsive. Reportedly, the customer temporarily discontinued using the pump. Customer left the pump plugged into a power source for 3 days; however, the pump still did not turn on. Customer's blood glucose was 180-200 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.